Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amulet delivery sheath. During the positioning of the device in procedure, a pericardial effusion was observed. A perforation was located in the distal side of the left atrial appendage. The cause of the pericardial effusion was unclear. The device was implanted and released to occlude the appendage. A pericardiocentesis was performed to resolve the pericardial effusion. The patient was stable and was moved to the intensive care unit. After a few hours, the patient had a cardiac arrest and died. The pericardial effusion was believed to be caused by the complex anatomy of the left atrial appendage related to the difficulty of the implantation. The user did not classify this death as being related to the performance of the device. There is no allegation of malfunction against the abbott device. There were no difficulties noted with the delivery system. The patient had a previous history of a bleeding disorder. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion, cardiac arrest, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.